Manufacturer narrative:
No functional tests were performed as this issue was caused by a use error by bringing a non mr safe bed into the examination room. Based on the provided information there is no indication of a malfunction of the MRI system. It is a known issue that no magnetic materials should be brought into the examination room. Based on the information available, the cause of the reported problem was a user error.

Event description:
Philips received a report about an attraction incident on an ingenia 3.0t in which a hospital employee was injured. As the severity of the injury was not disclosed it was decided to report out of an abundance of caution.